Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of dinutuximab. The dinutuximab was a routine order to infuse at 7ml/hr; however, the clinician noticed it was infusing at 5ml/hr. The intended volume to be infused (vtbi) was 100mls. It is unknown how long the medication infused at 5ml/hr. The dinutuximab was programmed using manually using guardrail drug library. The infusion took longer than expected to administer. Per report there was "no noted patient symptoms and/or abnormal results.

Event description:
It was reported an under infusion of dinutuximab. The dinutuximab was a routine order to infuse at 7ml/hr; however, the clinician noticed it was infusing at 5ml/hr. The intended volume to be infused (vtbi) was 100mls. It is unknown how long the medication infused at 5ml/hr. The dinutuximab was programmed using manually using guardrail drug library. The infusion took longer than expected to administer. Per report there was "no noted patient symptoms and/or abnormal results.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: short description, describe event or problem, manufacturing location additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion of dinutuximab was not confirmed through log review, however laboratory testing found the pump module working out of specification. The suspect pump module was found delivering fluid out of specification, which was corrected after a rate calibration task using bd alaris system maintenance software. Internal and external inspection did not find any issues that would contribute to the reported complaint. The event date was reported between may 19, 2025, starting at 1:40 pm, and may 20, 2025, at 8:16 am. Review of the pcu and pump module error logs showed no errors were recorded on the reported event date. On may 19, 2025, at 1:45 pm. The pump module was channel selected. A guardrails drugs infusion of dinutuximab with rate of 5 ml/h and vtbi of 78 ml was programmed. The infusion was started. At 2:43 pm, the rate was changed to 6 ml/h and at 3:40 pm, the user changed the rate again to 7 ml/h. At 6:47 pm, the suspect pump module alarmed for occlusion, the infusion was restarted and the volume infused values were cleared. At 10:29 pm, the rate was changed by the user to 5 ml/h. The programmed infusion ran as expected until (B)(6) 2025, at 1:47 am, when the vtbi was set to 5 ml. At 2:36 am pump alarmed for occlusion and infusion was restarted. From 3:49 am to 5:13 am, the vtbi was changed five (5) times, the suspect pump module alarmed for air in line three (3) times and one (1) for occlusion. At 8:15 am, after the last programmed infusion was completed, the user channeled off the pump module. During the reported period, the rate was changed three (3) times by user. The total primary volume infused recorded during the infusion on the reported date was calculated to be 89.088ml. No further infusions were performed on that date. Alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. Conditions that shift flow rate accuracy down (slower flow): - positioning the pump module below the patient's heart level the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the reported under infusion of dinutuximab was not confirmed through log review, however the probable root cause of the reported issue could be attributed to the pump module working out of specification. Laboratory testing found the pump module delivering fluid out of specification which was corrected after a rate calibration task using bd alaris system maintenance software. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.